Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: nurse manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that post percutaneous coronary intervention (pci), the involved tr band was applied to the wrist and inflated to the appropriate level. Minutes after, it was noticed that the band had lost air/pressure. The team added air to the band; however, the band began to deflate again. The tr band was exchanged for a new one without any additional incidence. No blood loss was reported. The reported incident did not result in a patient injury or necessitate medical or surgical intervention. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention. Additional information was received on 14jun2024: the patient was stable and there were no adverse events. There was a leak in the band around the valve.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. There are no damage or deformities on the band or inflator. There is 5.5ml of air left in the band. The sample was subject to leak testing. Approximately 18ml was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve to inflation balloon seal. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. Upon microscopic inspection, there is a gap on the seal of the inflation balloon to check valve. The complaint can be confirmed for air leakage issues. The exact cause is a gap on the inflation balloon to check valve seal. The operations quality engineer was notified about this issue and a nonconformance (nc) was initiated. The nc will contain root cause analysis and corrective actions. Review of DHR cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).